Manufacturer narrative:
We evaluated the subject instrument and confirmed that a portion of the ceramic beak was broken off; the remaining beak has cracks. We believe the breakage was due to excessive mechanical force.

Event description:
Allegedly, during a turp procedure, a piece of the ceramic beak broke off inside of patient. Doctor immediately removed the broken piece and another sheath was used to complete the procedure with no impact on patient.